Manufacturer narrative:
Follow-up #1: date of submission 05/04/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: display screen visibly damaged. Pump powers with the returned battery cap to a blank display. Within three minutes pump alarms with an audible tone and vibration alert per normal operation. Battery cap is able to fully tighten. Battery cap measures within specifications. A battery compartment crack was observed below grip pad. A "no power" event was not duplicated. Por event observed in black box immediately after a eaw 162 loss of prime warning on (B)(4) 2015. The display screen was cracked in multiple places. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.